Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy which can lead to increased friction and subsequent deployment failure. Insufficient flushing of the device may be another contributing factor to the reported event. On the basis of the limited information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU states that the device must be flushed with sterile saline prior to use. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated." And "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details.

Event description:
It was reported that the endovascular stent graft could not be deployed during the placement procedure. Reportedly, the device was retracted without issue and another endovascular stent graft was used to complete the procedure successfully. There was no reported patient injury.